Event description:
It was reported that before surgery the roller guard was bent, preventing the skin board from patching to be meshed. No information on patient impact was provided. Diligence is complete as no additional information was noted.

Manufacturer narrative:
This event is being recorded under (B)(4). G2: foreign - event occurred in australia. The device will be returned for analysis, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.